Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were observed when it comes to this right ventricular lead. In addition it was no possible to sense the r-wave. An x-ray was performed and it was noted that this lead had dislodged. This lead was then withdrawn and visual inspected revealed a lead fracture. This lead was explanted and will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, along with induced explant damage, visual inspection revealed a fracture of the anode and cathode conductor coils along with coil deformation, insulation wear on two sides of the lead (not completely through) and a puncture hole in this same region. Due to the location and type of damage this appears to have been the result of entrapment in the clavicle/first rib region. The reported clinical observation is likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
Upon return and analysis, this investigation will be updated.